Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling away from the pump. All of the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button keypad (tactile change prior to damage) issue. It was reported that all of the keypad buttons were unresponsive and required hard button presses to elicit a response. Reportedly, the rubber on the keypad was beginning to tear and that the tactile changes had occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.